Manufacturer narrative:
Batch review performed on 28 november 2020: lot 1908320: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-12-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.231h head biolox option ø 32 (k131518) lot. 170727. Batch review performed on 28 november 2020: lot 170727: (B)(4) items manufactured and released on 24-aug-2017. Expiration date: 2022-08-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.241a sleeve size m (k131518) lot. 187108: batch review performed on 28 november 2020: lot 187108: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 1908277. Batch review performed on 28 november 2020: lot 1908277: (B)(4) items manufactured and released on 18-oct-2019. Expiration date: 2024-10-05. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot. 157802. Batch review performed on 28 november 2020: lot 157802:(B)(4) items manufactured and released on 03-mar-2016. Expiration date: 2021-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: screws: mpact 01.32.6520 cancellous bone screw, flat head ø 6,5 l 20 (k103721) lot. 161076. Batch review performed on 28 november 2020: lot 161076: (B)(4) items manufactured and released on 02-may-2016. Expiration date: 2021-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: quadra-h 01.12.22sn cementless, ha coated std stem size 2, short neck (k082792) lot. 188790. Batch review performed on 18 december 2020: lot 188790: (B)(4) items manufactured and released on 31-jan-2019. Expiration date: 2024-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
22 days after primary surgery, the patient was diagnosed with infection and all the implants have been removed. A cement spacer was implanted.